Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 300651) was examined visually under magnification. Torsional and oblique fractured patterns were identified at the transition from the radius to the hex tip. A torsional fractured pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fractured pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage likely occurred when excessive force was applied to the driver during use to overcome increased resistance. This increased resistance could have many contributing factors such as encountering dense bones, inadequate pilot hole depth, and improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during aculoc2 surgery that when the surgeon inserted the locking screw, the driver tip broke. The surgeon was about to remove the broken piece from the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00054 for the screw involved in this event.